Event description:
It was reported that this right atrial (ra) lead exhibited electromagnetic interference (emi) noise. Technical services (ts) recommended the patient be brought into clinic to determine source of the emi and to re-enable mv. This lead remains in service. No adverse patient effects were reported.